Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal to mid left anterior descending artery. A 2.00mm x 30mm emerge¿ balloon catheter was advanced for dilatation however resistance was encountered. After crossing the lesion, balloon inflation was tried, however it was not confirmed that pressure was applied on the gauge of the hand base indeflator. When the device was removed, it was noted that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure for five minutes and revealed no burst. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal to mid left anterior descending artery. A 2.00mm x 30mm emerge¿ balloon catheter was advanced for dilatation however resistance was encountered. After crossing the lesion, balloon inflation was tried, however it was not confirmed that pressure was applied on the gauge of the hand base indeflator. When the device was removed, it was noted that the balloon had ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.